Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered itself on unexpectedly and did not complete the boot-up process, getting stuck on the white physio-control screen. In this state, the device would be inoperable and defibrillation therapy would not be available, if it was needed. There was a patient involved in the reported event; however, the customer confirmed that there were no adverse effects to the patient as a result of the reported issue. The customer did not provide any additional patient information.